Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of therapy due to lead migration. The environmental factors were unknown. The leads were revised. The percutaneous leads were removed and replaced with a paddle lead on (B)(6) 2017. The health care professional (hcp) noted that both anchors were intact and had not moved, but the sutures had come completely open. It was reported that issues were resolved at the time of the report. The date of the event was asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.